Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent protector was returned covering the distal end of the crimped stent. A visual examination of the crimped stent found stent struts at the distal portion of the crimped stent were damaged. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found kinks at the proximal end of the hypotube shaft; 220mm to 260mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 29-jun-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 16 x 2.75mm taxus¿ liberté¿ drug eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. The patient's status was stable. However, returned device analysis revealed stent damage.